Event description:
A bridge assurant biliary stent system, diameter 9mm, length 30mm was used to treat a lesion in a patient's left common iliac artery. It was reported that attempts to cross the lesion were unsuccessful and the stent became dislodged during withdrawal past the iliac bifurcation. The physician was not able to retrieve the stent. The patient was sent for surgery. No clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (dislodgement), (pulling back of undeployed devices), (bridge assurant is approved to maintain patency of a bile duct which is occluded by a malignant tumor). Evaluation, conclusions: (pulling back of undeployed devices).